Event description:
Emergency department pt in v-fib, stat pads in place. Second shock delivered with arc and flash fire. Sterile drapes on pt's chest in flames. Third shock with paddles created sparking. Fire extinguished with a blanket. Pt suffered second degree burns of the upper chest (sternal notch).